Event description:
"Not tolerating solids well - defilled for one yr gastroscoped - band removed - infection & fibrosis - no indication of erosion." Follow-up findings: patient had a chronic low grade band infection. Cultures performed found a light growth enterobacter cloacae. Patient treated with cipro. 500mg bid, for one week for infection.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 14/sep/2009. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection and inflammation are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration or specific inflammation such as crohn's disease."